Event description:
It was reported that there was a loss of therapeutic effect a few weeks prior to the report. The patient had an infection, either sinus or bladder, was taking antibiotics, and experienced an adverse reaction to sleeping pills that caused pain, passing out, and going to the emergency room (ER). Prior to the implant, the patient's health care professional (hcp) overextended her bladder and caused a world of hurt, including pain and having to be connected to an IV. The hcp dismissed the patient. There was no alleged product issues. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product/(s): product ID: 3037, serial# b)(4), product type: programmer, patient.: product ID 3889-28, lot# v926181, implanted: b)(6) 2012, product type: lead. B)(4).